Manufacturer narrative:
Device not available/returned for evaluation.

Event description:
The device had sticky trigger causing it to run after activation during testing by the manufacturer sales rep at the facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.